Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the edwards' valve was explanted after an implant duration of approximately 116 months due to severe calcification and stenosis. Operative findings indicate, " the patient had sever adhesions between the heart and surrounding structures. The prosthetic aortic valve was severely calcified [and stenotic]".

Manufacturer narrative:
Evaluation: as received the valve exhibits a cut out in the tissue at leaflet 3. The missing section measures to approximately 5-6mm at the free margin by 9-11mm into the cusp area. Heavy calcification is detected in the cusp area of all three leaflets. Calcification restricted mobility in the leaflets and led to stenosis. Minimal to moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 4mm. Minimal host tissue overgrowth encroached onto the tissue outflow and into the orifice by 2-3mm. Host tissue is moderate to heavy at stent inflow and minimal at the stent outflow. Cuts in the sewing fabric and the sewing ring are evident. The cuts are most likely due to explant. Stent distortion due to explant is also evident at commissure 1 outflow aspect, which also exposed the wireform. The x-ray demonstrates calcification, stent distortion and wireform to band separation. The returned device was examined visually and with a light microscope, digital microscope, and x-ray. The device evaluation was completed on (B)(6) 2011. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve/annuloplasty ring. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves/annuloplasty rings is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Manufacturer narrative:
Evaluation: method (B)(4) other = device evaluation anticipated, but not yet returned. Conclusion (B)(4) other = device evaluation anticipated, but not yet returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Device evaluation results as well as final analysis of this event will be reported once completed.